Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade from a pacemaker to a cardiac resynchronization therapy defibrillator (crt-d) a new right ventricular (rv) lead and left ventricular (lv) lead were implanted. The lv thresholds had elevated a little toward the end of the procedure, however remained within specifications so the physician left the lead implanted. That night around midnight the patient was dizzy and loss of capture was observed on the rv lead after the patient used his elbows to hoist himself further up into bed. This occurred again at 2:30am, where the patient had flat lined and lost consciousness. The field representative was called in to check the patient and tested thresholds, where both the rv and lv were back down to near where they were during implant. A mobile imaging system was used to view the system, and didn't look like the leads had moved. It was noted that the impedance at implant was 600 ohms, and now impedance was around 300 ohms. An additional procedure was performed a few days later where the rv lead was repositioned, and the lv lead was replaced with two epicardial leads due to high thresholds likely related to patient condition. The device was also changed out to accommodate the new epicardial lv leads. No additional adverse patient effects were reported.